Event description:
It was reported that the cic (central station) lost monitoring capabilities for approximately 5 hours, due to a suspected hard drive failure. There were no adverse events reported. The hard drive was replaced, reportedly correcting the issue. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.